Manufacturer narrative:
B3 - date of event unknown. E1 - last name, address and email address unknown. One device received for evaluation, no visual inspection was performed, however functional testing was performed and could not duplicate or confirm the customer¿s reported problem. The root cause could not be determined because there was no problem found. A preventive software re-install was performed. Service history review identified no indication that the complaint was related to a service of the device within the view period.

Event description:
It was reported that error1340 occurred. The alarm did not stop ringing even after it was turned it off. There was no patient involvement and there was no patient harm reported.